Manufacturer narrative:
Pump received with no button response due to flattened button dome switches (esc and act buttons).no button error alarm noted. Unit had scratched display window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 142 mg/dl. Troubleshooting was not performed. The device was returned for analysis.